Event description:
On 21st january, 2021 getinge became aware of an issue with powerled surgical light. There were missing dust covers on spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
On 21st january, 2021 getinge became aware of an issue with powerled surgical light. There were missing dust covers on spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as dust covers should not fall and it contributed to incident. There is no indication that at the time when the event occurred, the device was being used for patient treatment or diagnosis. The manufacturer¿s subject matter experts have investigated the issue. The possible root causes of the issue with dust covers are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # and b5 describe event or problem sections deem required. This is based on additional details obtained from a service unit and an internal evaluation. D4 previous serial #: (B)(6). Corrected serial #: (B)(6). B5 previous describe event or problem: on 21st january, 2021 getinge became aware of an issue with powerled surgical light. There was missing hardware on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 21st january, 2021 getinge became aware of an issue with powerled surgical light. There were missing dust covers on spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. There was missing hardware on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.